Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, small air bubbles were noted in the tubing. The customer also stated that the cartridge is replaced every 4 days. The customer was instructed regarding cartridge labeling instructions.

Manufacturer narrative:
(B)(4).